Event description:
The tech alleged that the siderail will not raise. No pt impact.

Manufacturer narrative:
The tech found the latch cover was bent and getting caught on the locking hook. The tech replaced the latch cover to resolve the issue.